Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer's mother reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.